Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with apogee system with intepro on (B)(6) 2005 with the intention of treating her pelvic organ prolapse. It was alleged the plaintiff underwent extensive medical treatment, including, but not limited to, operations to locate and remove the product, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia. Plaintiff has experienced significant mental and physical pain and suffering, inflammation and has sustained permanent injury.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.